Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer also stated that the insulin pump was accidentally fall while they were playing basketball. Customer also stated that the clip rail was damaged. No harm requiring medical intervention was reported. The insulin pump will not be return for further analysis.

Manufacturer narrative:
Device was received with a blank display, fault isolated to electrical board 2. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. No crack on the belt clip rails or pump case noted during physical inspection. Device was also received with scratched case and pillowing keypad overlay.